Event description:
While registered nurse (rn) was starting IV , rn put saline lock in place, drew back to ensure blood return and due to a hole in the tubing, blood spilled out. Rn reported identifying immediately and she had not flushed the line yet.